Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The pump passed the functional testing. It was stated that the customer changed the set the day before the call. Upon removing the cannula, it was discovered blood on the cannula.